Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es order not crossing over. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over due to the station not being in profile mode. The technical support specialist (tss) dialed into the server and confirmed that the station was indeed not in profile mode. As per protocol, all profile mode changes must be initiated by the account executive (ae). The station was subsequently placed in profile mode, which resolved the issue. The tss verified with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es order not crossing over. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.